Manufacturer narrative:
The following devices were also listed in this report: trident 36d liner; cat # unk_jr; lot # unknown; 36 - 5 biolox head; cat # unk_shc; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving an unknown trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
It was reported that the patient's right hip was revised due to iliopsoas pain. There are no allegations against the implants. A 50 mm trident cluster hole shell, trident 36d liner, and 36 - 5 biolox head were revised to a 54 mm trident ii tritanium multihole acetabular shell, trident x3 36e liner, and 36 mm biolox head with c-taper sleeve. Rep provided revision usage sheet and confirmed that no further information would be released by hospital or surgeon.